Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2023-01108; 3006705815-2023-01109. It was reported the patient had an infection at the epg and lead site. Cultures were obtained and results confirmed infection. As a result, the epg was removed and patient was placed on oral antibiotics to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2023-00802 should not have been reported as a medical device report (MDR) as the epg is not an implanted device. The location of the infection was located at the exist site of the leads. The epg would not have caused or contributed to the infection.